Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed. It was reported that the patient expired. The actual cause of death was not reported. It was reported that the death was unrelated to the implanted systems. The pump was last refiled in 2005. The patient expired in hospice within a few weeks. The pump contained morphine sulfate 40mg/ml at a dose of 14.976 mg/day and bupivicaine 30 mg/ml.